Manufacturer narrative:
Concomitant therapy: remicase infusion treatments. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe facial swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events per tables 1 and 2: injection site responses by maximum severity and duration in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected in the nasolabial folds and marionette lines with two syringes of juvéderm vollure¿ xc and in the zygomatic arch with one syringe of juvéderm voluma® xc. On the evening of the injection, the patient developed "severe facial swelling" presenting on the patient's "whole face" including the "lips and cheeks." The next day, prednisone was given as treatment and some improvement was noticed. Patient was taking mesalamine and omeprazole at the time of injection and receives remicase infusion treatments. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00320 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.

Event description:
Additional information: patient¿s symptoms resolved 7 days after injection.